Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2001 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced with a lead that the physician felt would be a better fit for the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.